Event description:
The rptr did back to back blood glucose tests, minutes apart, and got results of 431,273, and 389 mg/dl. The rptr stated that she used the same fingerstick, but different test strips for each test. No symptoms were reported. A control solution test was not done due to unavailability of control solution.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8